Event description:
The insert was revised due to medial tibial pain. Revision surgery revealed the insert was "pistoning" 1-2mm and was showing wear.

Manufacturer narrative:
Summary of evaluation: the examination results, although inconclusive in the absence of the event baseplate, suggest that this event is related to tolerance variations and extremes.